Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). Device manufacturer address line 2: (B)(4). Should additional relevant information becomes available a supplemental report will be submitted.

Event description:
It was reported that white particulate matter (pm) was observed in the packaging of a discpac self-righting luer lock tip cap. The pm was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample and companion samples were returned for evaluation. Visual inspection was performed and it was noted that loose particulate matter (pm) was observed in the inside surface of the luer lock tip caps of two samples. Further particulate matter analysis determined the white particulate on both samples is consistent with mannitol. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.